Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information was received by the manufacturer on 11-oct-2022 via email and attached to the complaint object: backup audible alarm pre operative start up test alarms, very intermittent alarms happened on power up. The device was not being used on a patient when alarms occurred.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: evaluation codes, method: type of investigation not yet determined.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection showed the device in good condition with no appearance of any physical damage. Event history log reviewed and found a backup audible alarm post error. Backup audible alarm post error was found at power up. Mainboard does not operate as intended. Replaced main board. Performed preventive maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 and there was no indication of a service issue during the investigation.